Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. Where was the surgicel used (on what tissue)? 6. What is the exact anatomical location of where the product was used? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was excess removed? 9. What were current symptoms following the index surgical procedure? What was the onset date? 10. What is physician¿s opinion as to the cause of this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 12. What is the patient¿s current status? 13. What is the users experience w/ surgicel fibrillar and other hemostatic agents? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a open reduction and internal fixation procedure on (B)(6) 2026 and absorbable hemostat was used. The suture broke on the first use. The patient underwent surgery due to a thoracic spine fracture, during which hemostatic gauze was used. Discharge after 6 days. After discharge, poor blood sugar control and poor nutritional status led to poor wound healing. The patient was readmitted on the eighth day after surgery. After admission, complete pathogen examination indicates a high possibility of incision infection. After admission, symptomatic treatment was given with anti infection and nutritional support. 16 days after the first surgery, on (B)(6) /2026 another surgery, a posterior thoracic resection debridement was performed. The patient continued to receive symptomatic treatment with anti-infection and nutritional support after surgery (vancomycin+aztreonam, negative pressure drainage device). The infection indicators tend to improve. The patient was discharged 53 days after the second surgery. Additional information was requested.